Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Site indicated surgical site/orthopaedic ae. Moderate severity. Probably not device related. Rehospitalized (B) (6) 2008, for revision/component removal: femoral, tibial insert.